Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4). Device is not being returned.

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2015 and the patient was discharged home. "The patient was seen approximately 2 days post-ablation with severe pain along with fever and elevated white blood cell count. A CT-scan demonstrated free air and fluid in the abdomen suggestive of a perforation. The patient was taken to the operating room for laparoscopy by general surgery; dr (B)(6) was not at the surgery. There was a serosal defect noted on the sigmoid colon along with 2 small bowel burns associated with perforation. On the uterine serosa were 2 areas of thermal changes associated with perforation; one was at the right cornua and the other was between the left cornua and the fundus. A laparotomy was performed with bowel resection and primary anastomosis. The patient is slowly recovering but presently stable and improving".